Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under section conclusion.

Event description:
It was reported that the programmer incurred an error during interrogation of a pacemaker. The error was due to the programmer printer not being able to generate. Printing options were explained to the representative. No patient complications have been reported as a result of this event.